Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection of the wire returned inside the delivery sheath and the filter bag came back in deployed state. The torquer device was also returned. It was observed that the spring tip was detached, bent and stretched. Functional inspection of sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way.

Event description:
Reportable based on device analysis completed on 30jul2025. It was reported that crossing difficulties were encountered. The 40% stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez embolic protection system was advanced for carotid artery stenting procedure under cerebral filter along with 8f guiding catheter. During the procedure, the filterwire ez could not cross the lesion after shaping in vitro. After trying back and forth for half an hour, the tip of the device was coiled but it was still unable to cross the lesion. A non-boston scientific filter was opened with a 2mm fathom guidewire was used to cross the lesion site in one second. Afterwards, balloon dilation was performed with a 5x30 sterling balloon, and a 7x40 wallstent was implanted. The procedure was completed, and there was no patient complications noted as a result of this event. The patient condition following procedure was stable. However, returned device analysis revealed the spring tip was detached.